Event description:
Additional information was received that during the valve implant, no misload was observed during loading. During the first valve deployment the infold was observed and the valve was recaptured once and replaced due to infold. A procedural delay resulted from the infold.

Manufacturer narrative:
Updated data: b5 h2 h3 additional codes image review: one media file was provided for review of the event. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. However, it was documented that the patient had calcification in the annulus extending to the left ventricular outflow track, and pre balloon aortic valvuloplasty was performed. A fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The image below showed that during the implantation attempt, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. It was reported that the infolded valve was discarded and a new system was used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve in a patient with calcification present from the annulus to the left ventricular outflow tract, a pre-implant balloon dilation was performed. Upon the deployment attempt, an infold in the valve frame was identified. The valve was recaptured and withdrawn from the patient, and a new valve was used for the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012998120); product type: 0195-heart valves; product ID: l-evolutfx-34 (lot: 0012922181); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.